Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of going to the emergency room on (B)(6) 2016 due to excessive vomiting. Customer's blood glucose was 250 mg/dl. Customer was treated for vomiting and released. Customer believed that excessive vomiting was due to gastroparesis and not the insulin pump.